Event description:
The distributor reported that the pump exhibited impact damage to the screen and emitted a "rattle" when shaken.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged display screen consistent with a severe impact. Evaluation also revealed a damaged circuit board.